Event description:
Dr was doing a laparoscopic, lt ovarian cystectomy and heard a "popping" sound at the grounding pad. Upon exam, pt noted to have a 1.5 x 30 cm 3rd degree burn on lt thigh under the grounding pad. Burn was cleaned, silvadene and sterile dressing applied and pt will continue to follow-up until burn healed. Dr doesn't anticipate any long-term injury.